Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds due to a dislodgement. The patient underwent a surgical intervention to remove the product and implant a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The conclusion code was selected based on analysis of the returned product. Normal lead resistance measurements and inspection that showed no conductor fractures or abnormalities. Lab observations and field report were insufficient to verify dislodgement. The lead tip appeared normal. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds due to a dislodgement. The patient underwent a surgical intervention to remove the product and implant a new lead. No additional adverse patient effects were reported.